Manufacturer narrative:
Continuation of d10: product ID: 39565-65, serial# (B)(6), implanted: (B)(6) 2010, product type: lead; product ID: ne u_unknown_lead, serial# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she has broken leads - pt stated she was notified about the broken leads when she had her ins replaced about a year ago.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was replaced due to normal battery depletion. The leads were not replaced, but one lead was bad at the time of the replacement and the other stopped working two weeks prior to the report. A manufacturer representative (rep) found that the second lead wasn¿t working when they were checking the unit. An appointment was scheduled for (B)(6) 2018 there were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient said that since their date of implant on (B)(6) 2018 her ins doesn't hit the area where her pain is. The patient said that she was told after surgery that 16 of her leads aren't working. Patient services attempted to get clarification, and the patient didn't know much more information besides that. No further complications were reported. No additional patient symptoms were reported.